Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician planned to continue to monitor the patient. There are no plans for further testing. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting and recommended testing system integrity. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information received that the system was tested with non-invasive programmed stimulation (nips). The results were high but not out-of-range. Ts discussed the normal range for shock lead impedance measurements. The system still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
---

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) exhibited a high, out of range shock impedance measurement. Information from the boston scientific field representative indicates that since defibrillation threshold (dft) test testing had been previously performed and no issues were noted, the patient and system will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that a revision procedure was performed due to the high shock impedance measurements. It was reported the physician did not want to continue performing defibrillation threshold (dft) testing to verify the system operation. There was no indication of any lead damage on fluoroscopy. The rv lead was surgically abandoned and replaced. The device was also explanted for normal battery depletion (nbd).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.